Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found the inner member was separated at the center of the proximal marker confirming the reported separation. The balloon was returned ruptured and separated radially 7 millimeters (mm) distal to the proximal seal confirming the reported balloon rupture and detachment. The entire separated portion of the balloon, including the tip, was not returned. A 9 mm length piece of the separated inner member was returned on the abbott guide wire and was located at the proximal solder. There was a small tear in the guide wire exit notch. There was a bend in the support wire at the guide wire exit notch. It was reported that the lesion was heavily calcified and did not yield to pre-dilatation and a cutting balloon was unable to cross. The nc trek balloon was advanced and inflated twice to 20 and 22 atmospheres which was over the rated burst pressure (rbp) but was not sufficient. On the third inflation to 26 atmospheres the balloon ruptured. In this case, it was most likely that the challenging lesion and multiple inflations over rbp contributed to the balloon rupture and weakened the distal shaft. After the balloon ruptured, the distal section of the ruptured balloon was most likely stuck in the lesion and contributed to the shaft/balloon separation during catheter retraction. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite direction as the guide wire. Reportedly, after the distal shaft separation, the vessel was occluded and a snare was used to retrieve the detached portion which is considered additional/non-surgical treatment to remove a foreign body in patient. The portion of the detached catheter was stented to the vessel wall resulting in foreign body in patient. Additionally, the patient effects of occlusion and ventricular fibrillation as listed in the nc trek instructions for use (IFU) are known adverse events associated with coronary balloon dilatation procedures. Reportedly, the balloon was not soaked prior to use and was inflated over the rbp. It should be noted that the nc trek IFU, preparation for use section and warnings section states submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating and balloon pressure should not exceed the rbp. It is unknown if failure to soak the balloon would contribute to the reported difficulties in this case, but inflating over rbp many times would weaken the balloon and shaft materials and contribute to the reported rupture and separation. A review of the finished product lot history record revealed that there were no nonconforming material that would have contributed to the reported difficulties. A query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with heavy calcification. A 2.5 x 12 nc trek was advanced without issue, and inflated successfully; however, the lesion would not yield. A cutting balloon was advanced, but could not cross to the lesion. The 3.0 x 12 mm nc trek balloon was advanced and inflated to 20 atmospheres (atm) and 22 atm; however, this was not sufficient and the balloon was inflated to 26 atm. A balloon rupture occurred, and when the device was removed, it was noted that the distal half of the balloon / shaft separated. The distal marker was seen in the vessel. The vessel occluded and a snare was advanced to remove the separated portion. During removal, the catheter tip tore and only a fraction was removed. The separated portion was stented to the vessel wall. The patient was given heparin/eptifibatide and transferred to another facility for possible coronary artery bypass (CABG), to treat the lesion. While at the new facility, the eptifibatide was stopped and the vessel occluded. Ventricular fibrillation occurred. The patient was sent to CABG and is doing well. It was noted the balloon crossed the lesion easily, but the lesion would not yield. The balloon was not soaked prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rbp, incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.